Manufacturer narrative:
Cont'd from pt info: last initial (B)(6). Cont¿d medical devices: monoject 3ml syringe; 3ml bd syringe; baxter extension set. The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the reported failure was not identified. Cont¿d : baby boy, weight (B)(6).

Event description:
The customer reported that the syringe module was not identifying the remaining volume in the syringe. It was reported that caffeine citrate (1.125kg/5mg/kg dose of 6 mg/1.2 ml) in a 3ml monoject syringe was programmed to infuse over 10 min. However the syringe module alarmed for ¿syringe empty¿ when there was 0.4ml of medication remaining in syringe. The user stated that she did the following to troubleshoot problem: turned off syringe module and removed syringe, installed same syringe and was not able to select guardrail drug because the syringe module alarmed empty, attached a different syringe module to pcu and received the same message ¿syringe empty¿, turned off entire system and selected ¿new patient¿ reprogrammed all running modules and was able to program medication, however, vtbi 0, cleared the vtbi field and entered 0.4ml, pump however still alarmed syringe empty. The nurse primed the tubing using the syringe module feature ¿prime set with syringe¿, the patient pharmacy label was not attached to 3ml monoject syringe and all neoi configurations were disabled under neonate profile. It was determined that pharmacy was using an incompatible syringe for the infusion. The biomed tested the syringe pumps and they were determined to be accurate. The pharmacy removed the 3ml rigid pack syringe from their stock. The facility went live with lvp and syringe modules on (B)(6). The event occurred in the nicu . There was no report of patient harm.